Event description:
Analysis of the returned device found that the stent was broken. There was no patient contact.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the microdelivery catheter was full of blood. In addition, the micordelivery catheter was noted to be slightly compressed on its proximal shaft and severely compressed on its middle shaft. A kink was also noted on the distal shaft. A small section of the stent was returned and appeared to have been cut with a sharp object on the strut section. Due to the damages noted to the returned device, a functional analysis was not possible. Based on the available information and analysis of the device a root cause for the cause of the stent breakage was unable to be determined.